Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the dual lumen umbilical catheter was found to have a small hole/crack in the catheter. There was no harm reported. It was caught fairly quickly however, since that was considered a central line, there is always a risk for infection. The catheter was removed and piv was placed.